Manufacturer narrative:
(B)(4). Batch # unk. The manufacturing records could not be reviewed as the batch number is unknown. Additional information was requested and the following was obtained: could you please specify which portion of the trocar broke? We don't know which portion of the trocar broke. Please check if there is any missing in the trocar. Was the suture tie post? No further information will be available. Was the desufflation lever? No further information will be available. Housing issue? No further information will be available. Damaged stopcock? No further information will be available. Was the obturator? No further information will be available. Does the sleeve broke? If other please specify. No further information will be available. Did any pieces fall into the patient? If yes, were they retrieved? No further information will be available. Will all pieces be returned with the device? If no, were they discarded? No further information will be available. No further information will be provided. Investigation summary this is an analysis of a photo submitted to ethicon for review. During the visual analysis the following was observed: the photo shows a sleeve broken in two pieces, with excess body fluids. Based on the photo review, the event describe is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. We value the opportunity to fully analyze the instrument upon its return. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure with the da vinci, the trocar broke. The broken piece has been retrieved. The trocar was used as the support of the da vinci. The trocar seemed interfere with the other port. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4) date sent: 10/24/2022 d4: batch # unk investigation summary the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that the b12lt device was received with the sleeve broken and pieces inside a petri dish. In addition, the packaging opened was returned along with the device. No conclusion could be reached regarding what may have caused the reported incident. One possible cause for the damage found may be due to excessive force being applied to the device. Please refer to the instructions for use for additional information regarding proper device usage. As part of ethicon¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. The batch manufacturing records could not be reviewed as the batch number is unknown.